Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the physicians, barostim possibly played a role in making the patient a transplant candidate. It was noted that the patients ef was 12% at time of implant and then increased to 20% over the year with barostim. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024 and it was noted that the patient might not be the best candidate for the device. The patient stated on facebook that they were unable to get ekgs and other testing's done with the device implanted and as a result wanted the device to be explanted. It was noted that the patient was chronically noncompliant and was chronically frustrated with the interference with EKG artifact although aware that a donut magnet can be used to temporarily inhibit the device. On (B)(6) 2024, while the patient was being worked up for an lvad and evaluated for transplant the physician was provided with MRI information, the temporarily inhibiting device card and the technical support phone number in case they needed additional education. On (B)(6) 2025, a follow up was done with the patient's physician and it was noted that the patient was in v-fib, and their hf team was discussing ablation or lvad as a bridge to transplant. The physician was again made aware of MRI, technical support number and temporarily disabling the device. On (B)(6) 2025, the patient's therapy was turned off as the patient was being worked up and evaluated for transplant. Following a discussion with the physician, it was decided to resume therapy. When therapy was resumed, the patient complained of being lightheaded and dizzy as well as jaw discomfort. On (B)(6) 2025, the patient's therapy was turned off and the patient was discharged as a transplant candidate. It was noted that the patient was not a transplant candidate prior to barostim. Per the physicians, barostim possibly played a role in making the patient a transplant candidate. It was noted that the patients ef was 12% at time of implant and then increased to 20% over the year with barostim.

Manufacturer narrative:
Updated field b4, g3, g6, h2, h11. Corrected field: h6. Cvrx ID# (B)(6).